Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he had a hypoglycemic event. Customer's blood glucose was at 36 mg/dl and sensor was reading at 70 mg/dl range. Customer treated with cocoa and was able to bring blood glucose to 105 mg/dl. Troubleshooting was performed and customer was advised the sensor might not be working if the sensor was dislodged, bent, retracted, or damaged. Customer stated he see a blood dot on the sensor but no cannula was visible. Customer doesn't believe it's in the skin. Customer is not returning the sensor for analysis.